Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital. The reason for the hospitalization could not be obtained. The customer was not wearing the insulin pump at the time of the phone call. Nothing further was reported.